Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken where in the ipg was replaced and repositioned to address the issue.

Manufacturer narrative:
The reported event for pain at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue.